Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Manufacturer narrative:
A stryker engineer was able to verify the issue via device keylogs. The cause of the issue remains not determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.